Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a lead safety switch alert was triggered due to high out of range pace impedance measurements exhibited with this right ventricular (rv) lead. Good sensing and pacing thresholds were seen in the unipolar configuration with normal impedance measurements. Baseline noise was reported, not being sensed during the presenting rhythm however eleven non- sustained ventricular episodes were saved since (B)(6) 2020 and two available electrocardiograms showed oversensing of noise. Good lead measurements were seen with no noise in the bipolar configuration and during isometric maneuvers there was frequent high frequency noise, while impedance measurements were out of range with maneuvers performed. The patient had a good underlying rhythm. The device was programmed back to unipolar pacing and bipolar sensing configuration. The maneuvers were repeated and no noise was seen except baseline noise which was not sensed. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a lead safety switch alert was triggered due to high out of range pace impedance measurements exhibited with this right ventricular (rv) lead. Good sensing and pacing thresholds were seen in the unipolar configuration with normal impedance measurements. Baseline noise was reported, not being sensed during the presenting rhythm however eleven non- sustained ventricular episodes were saved since (B)(6) 2020 and two available electrocardiograms showed oversensing of noise. Good lead measurements were seen with no noise in the bipolar configuration and during isometric maneuvers there was frequent high frequency noise, while impedance measurements were out of range with maneuvers performed. The patient had a good underlying rhythm. The device was programmed back to unipolar pacing and bipolar sensing configuration. The maneuvers were repeated and no noise was seen except baseline noise which was not sensed. Additional information noted that a routine follow up took place and the pace impedance measurements remained high and out of range when the patient pressed their hands together. When the patient relaxed the values were normal and within range. Noise was also seen with isometric exercise. A lead fracture was alleged. No further actions were performed. The lead remains implanted. No adverse patient effects were reported.